Event description:
The customer stated a cell-dyn sapphire analyzer generated falsely decreased wbc results for 20 to 25 patient samples. One of the falsely decreased wbc results was reported outside the laboratory. The cell-dyn sapphire analyzer generated an initial wbc result of 0.4. Upon repeat a wbc value of 10 was generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete. Other text : an investigation is in process.